Manufacturer narrative:
The customer reported that his central nurse's station (cns) screen went blank/black, unreadable, but can still hear the sounds and alarms. Technical support (ts) advised to check the video cable at both ends and call the biomedical engineer (bme) to either swap cables or displays. The it team swapped the dvi cable but screen still does not work. It will come up and dim out within a second. Ts advised him to replace the monitor with a spare and call back to troubleshoot the monitor. The customer called back stating that he switched out the monitor with something else and it is working but the screen was shifted downward. Ts told him to do an auto adjust from the monitor but he could not find that option. (This was a non-nk screen.) Customer called back to inform that he got the power supply but the monitor still won't power up. Ts provided the part number for a new monitor. No further assistance needed.

Event description:
The customer reported that his central nurse's station (cns) screen went blank/black, unreadable, but can still hear the sounds and alarms.